Event description:
The facility biomedical engineer reported a corneal burn. The burn occurred immediately within the first seconds of phaco. The corneal burn was throughly rinsed. Additional information received from the surgeon stated, he faults the cassette for the corneal burn. The surgeon stated priming failed and there were system messages displayed. Multiple attempts were made for more information on the event and patient's status with no response to date.

Manufacturer narrative:
The facility did not request service for the system. No samples were received for evaluation. The root cause of the patient event cannot be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 09/25/2009.